Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 274mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump esc button did not respond due to corroded keypad trace. No button error alarm noted. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.